Event description:
(B)(6) with complicated medical/surgical course, s/p hemicolectomy for volvulus was extubated on (B)(6) - intubated (B)(6). About 15 minutes after extubation, he developed stridor and required reintubation. Anesthesia used a glidescope as a difficult intubation was anticipated. The foam bumper from the ett fastener was noted in the patient's upper airway and was removed.